Event description:
Trauma surgeon attempted to place drain at the end of surgery for wound drainage and was not able to pierce the skin with the trocar in the kit. A second kit was obtained and this trocar was also dull and unable to get the trocar through the patient's skin. A different size drain kit was obtained and successful in placement of drainage tubing.